Event description:
The manufacturer received information that a trilogy evo ventilator failed during pre-testing for system setup test. There was no patient involvement, and no harm or injury reported. The active exhalation control module proportional and 3-way solenoid valves required replacement to address this issue. It was reported no work was performed by philips and this issue was resolved by the customer. The manufacturer is submitting a final report at this time. If additional pertinent information becomes available to the manufacturer at a later date, a supplemental to this final report will be filed.